Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly a component disengaged from the instrument and a mini-laparotomy was performed to remove the component along with the specimen. The hospital reported no ill-effects to the pt.